Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Reference internal complaint: (B)(4).

Event description:
It was reported a physician performed a breast biopsy procedure on (B)(6) 2018 and the patient was discharged home. On (B)(6) 2018, the patient returned for her marker placement. On (B)(6) 2018, during the excision procedure the technician noticed a plastic piece. The piece was removed. There was no patient injury reported.